Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 bd nexiva¿ closed IV catheter systems had defective tubing. The following information was provided by the initial reporter: "in the pediatric injection, the extension tube was found to be worn, the front end of the extension tube was cracked, and the end of the extension tube was broken".

Event description:
It was reported that 20 bd nexiva¿ closed IV catheter systems had defective tubing. The following information was provided by the initial reporter: "in the pediatric injection, the extension tube was found to be worn, the front end of the extension tube was cracked, and the end of the extension tube was broken".

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.